Event description:
It was reported that this patient has previously received appropriate shocks but there was some noise that was noted. The patient's system was recently explanted due to oversensing of noisy signals. No additional adverse events were reported.